Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 12-nov-2014, UDI#: (B)(4). Product ID: 8598a, serial/lot #: (B)(4), ubd: 31-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine at unknown concentrations and doses via an implantable infusion pump. The indications for use were noted to be failed back surgery syndrome and spinal pain. It was reported that the patient was scheduled to have a dye study performed on (B)(6) 2018 in preparation for a normal pump replacement, which was "still about a year out." However, they decided to not complete the whole dye study as it was determined that there was a "morphine plug in the catheter and it would be too risky." That night while at home, the patient started to feel "kind of weird" so she took a norco. She said she woke up with "terrible shaking and other withdrawal symptoms" so she went to the hospital. The other symptoms were reported as diarrhea and yawning. She was told the catheter was kinked. Tests were performed at the hospital but she wasn't sure which ones. She was given intravenous pain medication and started to feel better. She was in the hospital for one day and discharged the next day and was directed to see her doctor as soon as possible. She saw her doctor soon after who said she seemed "edgy" and it was decided that they would gradually decrease the medication in the pump and fill it with saline. The patient noted that once the issue was discovered, the hcp said that they "thought it wasn't working for a while as they were continually increasing the dosage." They decided to remove her whole pump system, which was done on (B)(6) 2018. It was noted that the issue was resolved. No further complications were reported.